Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) - same meter, different test strip lot. Adverse event report is being submitted due to symptoms related to diabetes: polydipsia. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5) and hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer was also concerned with meter memory results of 101, 535 and 173 mg/dl. The customers expected fasting blood glucose test result range is 100-180 mg/dl and expected non-fasting blood glucose test result range is 200-300 mg/dl. At the time of the call, the customer reported feeling very thirsty; medical attention was not needed at the time. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix go meter. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 11/30/2021 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6)2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications added most likely underlying root cause mlc-018: user has high glucose value.